Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed and a copy of the review is attached. A review of the device history record (DHR) was completed on part #0570 (lot #l12285). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.

Event description:
During the procedure, the physician was attempting to place a 026 separator into a 026 catheter when the proximal shaft of the wire kinked and broke. Another was used successfully with no patient injury.